Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the procedure was modified to a total gastrectomy and the patient experienced 2 different tissue tearing injuries. The procedure was modified due to a positive result from a rapid biopsy of the gastric stump tissue. The injury occurred while performing the roux-en-y reconstruction; during the anastomosis of the esophagus and the jejunum. Using a maryland bipolar forceps (mbf) instrument and a round tooth retractor (rtr) instrument, the jejunum was grasped and elevated. Serosal tearing was observed from the grasped tissue area, additional sutures were required, and then the damaged intestine tissue was resected. The rtr instrument was then changed to a cadiere forceps instrument and elevated the tissue again, causing a similar tissue injury and additional sutures were required. After the second repair, the staple line of the small intestine stump was grasped and elevated using a fenestrated bipolar forceps instrument; and the roux-en-y reconstruction was completed. The surgeon stated the injury was caused when the jejunum was grasped and pushed up toward the head, and caution should have been used when using the rtr instrument to grasp the small intestine. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the cadiere forceps instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. System and instrument log reviews were performed, and the instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple use instruments were used in subsequent procedures after the event date with no reported complaints and have remaining lives: sp round tooth retractor, sp needle driver, sp cadiere forceps, sp maryland bipolar forceps, sp fenestrated bipolar forceps, and sp endowrist sp® camera, 0°. A review of the provided video was performed, and the following additional information was obtained: it can be confirmed, that there were small portions of serosal tearing and very slight bleeding resulting from retraction of the bowel with the round tooth retractor (rtr) instrument, which the surgeon addresses with suture. From the video alone, a root cause cannot be determined. The instrument did not appear to have any sort of damage or defect. Refer to MFR report number 2955842-2024-19971 for additional information regarding the tissue injury with the round tooth retractor instrument.